Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the patient experienced unexpected behavior from the battery and controller. There was no reported patient injury related to this event. The battery and controller were exchanged by the facility but were not returned to the manufacturer. Review of the manufacturing records for the controller did not reveal any non-conformances or deviations that can be attributed to the reported event. Although the reported events were not investigated via failure analysis, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. No additional investigation of this event is required at this time. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is one of two reports (3007042319-2014-00342 and 3007042319-2015-04071) submitted for devices related to the same event.

Event description:
It was reported from the united states that the battery was not holding a charge. The battery was removed from service and the patient was issued a replacement device. Following this event, the patient's controller was connected to two batteries when a power alarm occurred. The controller screen went blank for a moment and both battery displays on the controller flashed red and a yellow triangle light appeared. The controller's connection ports were inspected and loose battery connections were observed despite testing new and old batteries. Additionally, no alarms were noted on the monitor and a time discrepancy was observed with the controller where it was set 22.5 hours behind the correct time. A controller exchange was performed. The device was removed from service and the patient was issued a replacement device. Both the battery and controller were not returned to the manufacturer for analysis. There was no reported patient injury as a result of the reported event.